Event description:
A healthcare professional from a clinical study reported there was broken wire casing.

Manufacturer narrative:
It is noted with additional information received, the device has been identified as an external device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional at a clinical site reported there was a device issue. There was no troubleshooting indicated and no actions listed. The sequelae was noted as the "cable was sent to subject overnight on event resolution date."

Manufacturer narrative:
Patient code is now applicable to the event upon further review.

Event description:
Additional information received via a healthcare professional from a clinical study reported the broken wire casing was resolved with sequelae (B)(6) 2012. The subject was sent the cable overnight on event resolution date. It was noted the event was related to the device or therapy and it was unknown if it was related to the implant procedure. The etiology was indicated to be unknown relation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported intervention was ¿cable was sent to patient overnight¿ on (B)(6) 2012 and the event resolved without sequelae.

Event description:
Additional information received reported the patient had a broken wire casing on part of the wire on the recharging cable. The event was related to the device or therapy and not related to the implant procedure. There was no cause found for the broken wire casing.